Event description:
Tip of the screwdriver was broken during surgery. The surgeon was able to remove metal pieces from the surgical site. The procedure was completed using a new screwdriver.

Manufacturer narrative:
Investigation in progress but not yet complete.